Event description:
The tps micro driver was sent for service and it ran in safe mode during performance testing conducted at the MFR. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that there is bad solder connections on the orange wire and brown wire going to the flexstrip. Corrosion damage was noted within the internal components of the device.